Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were bleeding at night with the new infusion set. Customer's blood glucose reading at night was 111 mg/dl. Customer went to bed and woke up with blood glucose readings of 300 mg/dl knowing that insulin is not being delivered. Customer did not receive any alerts. Customer stated that the issue was resolved with an infusion set change. No further information reported.